Event description:
Reportedly, during testing, when the unit was booted, the touch panel did not work. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).